Event description:
Reportable based on device analysis completed on 24oct2023. It was reported that advancing difficulties occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent (des) was advanced for treatment, but it just landed on the plaque area distally. The device was removed intact, and the procedure was completed with a 3.5 x 38 synergy des. There were no patient complications reported. However, returned device analysis revealed polymer extrusion break.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Device evaluated by MFR: synergy ous mr 3.50 x 32mm stent delivery system was returned to the complaint investigation site. Visual, tactile and microscopic analysis were performed on the device. No issues identified with the hypotube shaft. A break was noted on the polymer extrusion at the site of the guidewire exchange port. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. A break was noted on the polymer extrusion at the site of the guidewire exchange port, 27cm from the tip of the device. Further damage was noted at the proximal balloon cone with the polymer extrusion coiled and preventing the product mandrel to be removed and therefore the device could not be loaded on a 0.014-inch test guidewire. No other device issues were identified during returned product analysis.